Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/17/2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted in the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/01/2016. Complaint for inaccurate readings could not be confirmed. The root cause could not be determined, post investigation.